Event description:
It was reported via repair work order that the side rails were not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rails were not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the side rails were not working properly. Follow-up submitted with evaluation results provided by customer which determined the head left siderail was unable to lock due to the head left siderail pin (in the release handle assembly) being dirty and needing lubrication. Waiting for customer to approve repair.: customer performed evaluation.